Manufacturer narrative:
Section d11 information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: 2015-(B)(6)explanted: product type lead h3: analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. Conclusion code 67, method code 4114 and result code 3221 no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2018-09-17. It was reported there was a questionable lead fracture. The patient was not getting stimulation when amplitudes were increased. She let her battery get to the overdischarged state. The representative was not able to perform lead impedance until intraoperative. Intraoperative testing with wireless external neurostimulator (wens) confirmed multiple contacts with high impedances on the left lead. Impedances on the suspect lead showed multiple contacts with greater than 40,000 ohms. The contacts with high impedances moved when the lead itself were moved. The lead and battery were replaced. Surgery was performed to replace the suspected fractured lead. No further complications were reported/anticipated.

Manufacturer narrative:
Section "concomitant medical products" information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Analysis of the lead serial# (B)(4) found that conductors 0, 1, 2, 5, 6, and 7 were broken. Conclusion code, method code, and result code no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot/serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 27-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient lead was fractured. All electrodes 0-7 have impedances over 10,000 even when checking from different contacts. Rep was not sure what caused the fracture. Rep reprogrammed in other lead. No interventions planned at this time. The issue has not been resolved at the time of this report. No surgical intervention planned or scheduled. Patient is alive with no injury.

Manufacturer narrative:
Continuation: product ID 977a260 lot# serial# (B)(4) implanted: 2015-(B)(6) explanted: product type lead patient code no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2018-09-17. It was reported there was a questionable lead fracture. The patient was not getting stimulation when amplitudes were increased. She let her battery get to the overdischarged state. The representative was not able to perform lead impedance until intraoperative. Intraoperative testing with wireless external neurostimulator (wens) confirmed multiple contacts with high impedances on the left lead. Impedances on the suspect lead showed multiple contacts with greater than 40,000 ohms. The contacts with high impedances moved when the lead itself were moved. The lead and battery were replaced. Surgery was performed to replace the suspected fractured lead. No further complications were reported/anticipated. 2018-09-19 _e1 (rep): additional information was received from the manufacturer representative 2018-09-19. It was reported that battery was replaced due to being in an overdischarge state and the new battery's ability to better handle hd stimulation. The lead was being returned. The ins was discarded. The patient was able to use the stimulator with satisfactory coverage. No further complications were reported/anticipated.